Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient heard a pump alarm a few days before recently scheduled refill. The refill was completed (B)(6) 2017 without issue. The pump started alarming the night of (B)(6) 2017 and the patient was experiencing withdrawal symptoms at the time of this report. There were no reported environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting reported performed. The hcp refilled the pump (B)(6) 2017 but the pump started alarming that night. The patient would have logs read when she reported to the emergency department. The issue was not resolved at the time of this report. Surgical intervention had not occurred at the time of this report and it was unknown if it was planned. The patient status at the time of this report was "alive - no injury." Device registration and tracking data indicatedthat the pump was removed on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the pump alarm and withdrawal symptoms was multiple motor stalls and recoveries in the past 24 hours (from (B)(6) 2017). The pump was replaced the morning of this report. No further complications were reported.